Event description:
New information received on 1/29/2019 indicating that the patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon device interrogation, the pulse generator exhibited backup vvi operations. A device download was not performed due to the device¿s low battery status. No further information was available.

Manufacturer narrative:
The reported even of backup vvi was confirmed in the laboratory and was due to an error. The cause of the error was undetermined.

Manufacturer narrative:
Correction: this supplemental report is to correct the previous report to include the patient gender.

Event description:
New information received on (B)(4) 2019 indicating that the patient presented on (B)(6) 2018 for explant procedure. The device was explanted and replaced. No further information was available.